Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of device reset was confirmed in the laboratory. Upon receipt, the device was still in its original packaging. After reviewing the device image, it was found that the reset was caused due to a data error due to an anomalous component.

Event description:
It was reported that the device was in backup vvi mode while still in its packaging. The device was not implanted and was returned for analysis.